Manufacturer narrative:
No product was returned for laboratory analysis and this valve remains implanted. From the available information, a conclusive cause of the reported event could not be determined. A relation of the reported allergies to the bioprosthetic valve could not be determined. A review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. There were no non-conformances or deviations noted that would have impacted this event. In addition, a review of the sterilization records showed that this valve met all manufacturing specifications. There have been no additional complaints from this lot related to this event type or for infection/endocarditis. No trends have been noted for this type of event. Medtronic will continue to monitor for similar events.

Manufacturer narrative:
Product analysis/conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve was reported to have been having a possible allergic reaction due to something in the valve implanted in 2007. The patient also had a transcatheter bioprosthetic valve implanted in 2011. The patient's mother requested from medtronic's technical services group a list of the materials that are in the bioprosthetic and transcatheter valves. It was reported that the symptoms occurred shortly after the 2007 valve implant and included rashes and itchy skin. It was reported that the patient has several allergies including chromium, plastic and polyester. The patient's mother was requesting the material lists of the valves so to discuss the materials as well as possible alternative valves with the patient's doctors. Additional information was received that this patient had a complex history of tetrology of fallot and hypoplastic pulmonary valve annulus status post right ventricular outflow track patch, left pulmonary artery patch enlargement, snare controlled atrial septal defect in 1997, and right hemidiaphragm paresis status post plication 1997, with left pulmonary artery stenosis, severe pulmonary insufficiency status post tricuspid valve repair, atrial septum defect closure, pulmonary valve replacement with a 25 mm bioprosthetic valve and right ventricular plication on (B)(6) 2007. Moderate to severe pulmonary regurgitation and right ventricular dilation by cardiac MRI. Elevated right ventricular pressures of 1/2-2/3 systemic and moderate conduit stenosis and regurgitation. Transcatheter bioprosthetic valve placement valve-in-valve of the previously implanted bioprosthetic valve with improvement of right ventricular pressures to 35mm/hg with pulmonary artery pressures 25mm/hg with no residual pulmonary regurgitation. At the time of the catheterization and transcatheter valve implant, the patient was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.